Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer declined troubleshooting and did not receive medical intervention for low blood glucose reading. Customer stated that the drive support cap was normal. The most recent set change was the same afternoon. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.